Event description:
After an implantation period of approx. 136 months, oversensing with inappropriate therapies was reported. The lead was explanted. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 35 months and there was no particular complaint about the device performance.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The analysis showed that the insulation was found abraded through directly next to the df-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics, as well as the location of the damage in the proximal region, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further analysis of the provided x-ray images of the leads in the medial and distal region did not show any anomalies. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.